Manufacturer narrative:
The subject device has not been returned to omsc. Omsc could not review the service and manufacturing record because the type of the colonoscope and the serial number were not provided from the facility. There was no malfunction report of the subject device associated with these events. The exact cause could not be determined.

Event description:
On october 12, 2017, olympus medical systems corp received a literature titled ¿study and the problem related to treatments in endoscopic retrograde cholangiography (ercp) for patients who experienced intestinal reconstructive surgery¿ that was made in public in japan digestive disease week in october 2017. Complications after the ercp using olympus colonoscope(cf) were reported in the literature. The literature reported the result of 57 cases (86 of ercp procedures) between april 2007 and march 2017. The intestinal reconstructive surgery were billroth ii:b ii (24 cases),reconstruction surgery after pancreato-duodenotomy:pd(15 cases) and roux-en-y procedure:ry(47 cases). Olympus colonoscope was reportedly used in the b ii cases (20 procedures) on non-olympus double balloon endoscope was used for other procedures. The literature reported that complications of the ercp procedures were pancreatitis (5 cases), liver subcapsular fistula (one procedure), cholangitis (one cases), cholecystis (one cases) and the complication ratio in each type of the reconstructive surgery was bii:pd:ry=2:0:7. In conclusion, the literature stated that the facility would familiarize the technic of the operator continuously in order to improve the result of the cases. It was surmised that olympus colonoscope was used for 2 cases of complication since the ratio of complication in b ii was ¿2¿ and olympus cf was reportedly used for the b ii procedure. This is two of two reports.